Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency department after receiving a vibratory alert. Upon device interrogation, the patient's right ventricular lead exhibited an increase in lead impedance values first noted around (B)(6) 2019. No intervention or adverse patient conditions were reported. The patient's condition was stable throughout the event.